Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was worn, partially torn and its tip cut off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic inguinal hernia repair using the subject device, the following event occurred. The tissue pad partially fell when the operator withdrew it outside the patient since the operator felt its tip something wrong. The intended procedure was completed with another device. There was no patient injury reported. The fragment was disposed of by the user.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn out, and it was partially torn and severed. Given information provided by the initiator indicates that the tissue pad partially fell off, and it was discarded at the facility. The edge of the broken tissue pad and the edge of the tissue pad were worn out, and the shape of the pieces did not match. Therefore, it was not possible to identify the extent of the tissue pad that had fallen off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. When nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection), the ultrasonic output was activated. Therefore, the tissue pad was worn out, and partially torn. A force was applied to the torn tissue pad. This caused the tissue pad to tear and fall off partially. The above device handling has warned in the instruction manual.